Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some clips were scissoring. Some clips were also falling out of the device when feeding into the jaws; spitting out of the device. Some clips did deploy correctly, but it is unknown how many total clips were deployed. It is unknown if a cholangiogram was performed. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, a bag with five malformed clips was returned along with the device. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; no scissored clips were formed. Finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.